Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Updated information: d1 brand name updated h6 med dev prob code changed from a150205 to a150202.

Manufacturer narrative:
Section b5 and d6b (explant date) was updated.

Event description:
Additional information received that the device was successfully weaned and explanted independently by facility. The device was not saved. No device to be returned.

Manufacturer narrative:
D4 serial number and UDI were revised to removed the leading 0s.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient with cardiomyopathy underwent implantation of an impella cp device for mechanical circulatory support. During the procedure, the impella cp was inadvertently pulled back across the aorta when the peel-away sheath was removed. Multiple attempts were made to re-cross the aortic valve; however, these attempts were unsuccessful. The impella device was flushed and run through sterile water in a clean, sterile bowl per standard handling procedure. The device was reinserted and successfully positioned in the left ventricle without further issue. The physician was aware of the associated risks and best practice considerations. No additional complications or adverse events were reported following successful repositioning.

Manufacturer narrative:
Device in wrong position: the cause of device in wrong position was most likely use issue related since the device got pulled back across aorta when peelaway sheath was removed.